Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues.